Manufacturer narrative:
Internal complaint number: (B)(4). Autonumber : # (B)(4). The hp2 device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. A visual inspection conducted. Sign of blood was observed on the harvesting tool handle and toggle. Heavy blood and charred tissue were observed on the heating element. The silicone insulation was intact with no observed defects. The heater wire was observed to be flexed at the center of the hot jaw. The wire remained in place at the tip and at the base of the jaw. The shaft was observed to be bent and cracked at the center of the harvesting tool. No other defects were observed. Based on the results of the evaluation, the complaint for the reported failure "peeled; jaw" was not confirmed but analyzed failures "material twisted/bent; shaft" and ¿material twisted/bent; wire¿ were confirmed. Certificate of conformance was reviewed for the assembly, flex shaft. The vendor certifies that the product lot meets and conforms to the specifications and requirements applicable. Specific actions for the analyzed failure "material twisted/bent; wire" are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 had delamination at the tip. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 had delamination at the tip. A replacement device was used to complete the procedure. The hospital did not report any patient effects.